Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 7 patient samples tested for na+ electrode (na+) on a cobas 6000 c (501) module compared to a cobas 4000 c (311) stand alone system. Based on the data provided, discrepant results were also identified for potassium (k), chloride (cl) and ca2 calcium gen.2 (ca2). The initial results were not reported outside of the laboratory. The repeat results from the c311 system were believed to be correct. There was no allegation that an adverse event occurred. No electrode or reagent information was provided. No expiration dates were provided. After the initial point of contact, the customer provided discrepant na+ results for 10 additional patient samples tested on (B)(6) 2018. Calibration and qc results were within the acceptable ranges. The customer received abnormal probe sucking and abnormal sample aspiration alarms 13 times between 2:59 p.m. And 9:58 p.m. On (B)(6) 2018. On (B)(6) 2018 the field service engineer (fse) visited the customer site and carried out unspecified service activities.

Manufacturer narrative:
Based on the data provided, the investigation determined the root cause of the issue was improper pre-analytical sample handling at the customer site. The data indicate mis-sampling of the patient samples occurred which is caused by poor sample quality.